Event description:
It was reported that the 9600 system had poor image quality during a case. The 9600 system had to be removed and the procedure was completed with. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors, camera, and x-ray tube need to be replaced. The customer canceled the service call.